Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level reached 450 mg/dl, but it was not confirmed to exceed 500 mg/dl, indicating no adverse impact. Customer changed cartridge and infusion set to resolve the issue.